Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse swapped instruments over 40 times and could not duplicate the issue. There was no issue during test drive of the system. The fse test drove and swapped instruments on other usms as well. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical service engineer (tse) via phone for assistance following a surgical procedure to report issues with the universal surgical manipulator 3 (usm3). The customer relayed information from the surgical technician, indicating that during an instrument change, the instrument failed to stop at the correct location while inserting a new instrument, with the instrument tip exceeding the original position. The customer requested a field engineer (fe) to inspect the arm for any potential issues. Upon reviewing the system logs, the tse did not identify any associated errors. The procedure was completed with no reported injury.